Event description:
It was reported to medtronic neurosurgery that a patient's strata valve is reprogramming itself to pressure level 0.5 when set at pressure level 1.0. According to the report, it can take up to 3 days before the valve readjusts itself.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: patient identifier, age, gender, and weight were reported. It was later reported that on (B)(6) 2014, the shunt was reprogrammed from pressure level 1.5 to 1.0. According to the report, from (B)(6) 2014 to (B)(6) 2015 the patient indicated that the shunt would reprogram itself. Reportedly, the shunt was checked multiple times and was found to be reprogrammed to 1.0. It was also reported that on (B)(6) 2015, the shunt was adjusted from pressure level 1.0 to 1.5 which did not work for the patient. On (B)(6) 2015, the patient's shunt was readjusted to pressure level 1.0 however, it continued to reprogram itself to pressure level 0.5. According to the report, the shunt was explanted on (B)(6) 2015 and there was no injury to the patient. It was also reported that the patient's condition was stable with the new shunt. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).